Event description:
Pt was revised to address loosening of the femoral sleeve. Upon review of the post-op x-ray, it was determined that the sleeve had subsided 5+ mm.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.